Event description:
It was reported that pegasus pnk 20gax1.16in prn-capy non-pvc tubes exploded and leaked medication and the patient's blood. The following information was provided by the initial reporter: the tubes in the CT room exploded during high pressure angiography with xinma indwelling needle, resulting in spatter of contrast agent and patient's blood. At present, the product has been discarded and cannot be obtained.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9316664. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20gax1.16in prn-capy non-pvc tubes exploded and leaked medication and the patient's blood. The following information was provided by the initial reporter: the tubes in the CT room exploded during high pressure angiography with xinma indwelling needle, resulting in spatter of contrast agent and patient's blood. At present, the product has been discarded and cannot be obtained.